Event description:
While prepping prone patient on table, technologist cracked the disposable chloraprep over patient to rub the chloraprep solution on patients back for sterile prep. The solution came out of the broken plastic part instead of foam sponge applicator. When plastic split, an orange liquid and clear plastic pieces went onto patients skin. The particles and solution were immediately removed and skin cleaned. No harm to the patient. Re-prepped the skin with a new chloraprep and procedure proceeded. FDA safety report ID# (B)(4).